Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: incident occurred on (B)(6) 2022 whilst giving birth procedure. The connection of the catheter was checked prior to insert in the patient. All was fine. During insertion in the patient a liquid leak was observed. There was no consequence for the patient but another insertion of catheter was performed.

Event description:
It was reported that: incident occurred on (B)(6) 2022 whilst giving birth procedure. The connection of the catheter was checked prior to insert in the patient. All was fine. During insertion in the patient a liquid leak was observed. There was no consequence for the patient but another insertion of catheter was performed.

Manufacturer narrative:
(B)(4). The customer reported the catheter was leaking. The customer returned one snaplock assembly and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter also appears typical with no observed defects or anomalies. Functional inspection was performed on the returned sample. A functional leak test was performed using the returned catheter and snaplock assembly with the lab leak tester. The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The components were then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was observed. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned catheter passed a leak test. There were no functional issues found with the returned sample. No further action is required at this time.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2022 whilst giving birth procedure. The connection of the catheter was checked prior to insert in the patient. All was fine. During insertion in the patient a liquid leak was observed. There was no consequence for the patient but another insertion of catheter was performed.